Manufacturer narrative:
Failure analysis (fa) lab received an avea user interface module (uim). The fa lab performed an investigation and was able to duplicate the reported black screen and isolated the issue it to damaged inverter pcb, missing inverter cable and a disconnected lcd cable at cn1.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Carefusion has requested additional information from the distributor in costa rica on the reported event and status of the patient. As of august 12, 2015 there has been no additional information provided by the distributor in (B)(4) pertaining to that request. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in costa rica for the return of the alleged faulty user interface module (uim) for evaluation. As of the august 12, 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(6) reported that during use on a patient the device's screen stated to flicker and the screen eventually went blank and the device continued to cycle. The patient was removed from the device and placed on another device with no harm to the patient.